Event description:
The meniscal needle didn't fit on the deployment gun, because the site of attachment on the gun is incorrect. For remedy the surgeon performed a partial menisectomy which extended the procedure time by a few minutes. They are not reporting any patient consequences. Also see associated MDR 1221934-2013-00291.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visually, the device presented no structural anomalies. When the device was tested for its functionality, it was observed that the sleeve does not retract all the way to expose the needle locking interface, confirming this complaint. Upon further investigation it was noted that the root cause for this failure was found to be the latch on the device. The latch is required to open approximately 60 degrees for the sleeve to completely retract. In this case, the latch would open only about 40 degrees, preventing the sleeve to retract the desired length, contributing to this failure. (B)(4) has been initiated and the device was forwarded to supplier for further investigation. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.